Event description:
There's a half black, half fuzzy picture from the scope. Part # 76581. The incident occurred during a saphenous vein harvesting procedure. The procedure could not be completed due to the image being half black and half fuzzy. The case was converted to an open procedure in order to complete the case. A back up scope was not available at the facility. Patient is reportedly ok.